Manufacturer narrative:
The device was received at the repair facility on october 2, 2024. The repair is in progress. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1 reporting institution phone#: (B)(6). E1 reporter phone#: (B)(6).

Event description:
The customer reported a speaker error message. It is unknown if the device was in use at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the issue could not be reproduced; it was not confirmed. The speaker was replaced per the customer request and the device was returned to the customer.